Manufacturer narrative:
Patient height: 1.854m (6' 0.99'). The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Attachment: [mw5074181.pdf].

Event description:
Additional information was received on january 16, 2018. Right common femoral angiogram was performed, demonstrating appropriate puncture site for arterial closure device. Angio-seal evolution device was placed. Upon deployment of the device, the internal suture broke at the level of the foot plate. The collagen plug was removed in its entirety. The device footplate remained within the vessel. Hemostasis was obtained with manual compression. There were no other complications. Blood loss was less than 10 cc. No other surgical intervention was required to complete the case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the complete investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.